Manufacturer narrative:
G3: the patient/gxl acetabular liner involved was reportedly revised due to prosthesis wear. The date of the initial surgery was not provided. The revised components were not returned to exactech for evaluation. However, images of removed liners/implants were provided, and radiographs were not provided. The revision reported may have been due to a combination of risk factors specified including but not limited to use error, implant positioning, and patient factors. However, this cannot be confirmed from the reported information and the devices were not available for evaluation.

Manufacturer narrative:
D10: concomitants: 36mm +0 biolox delta head, size 6 alteon stem, 52mm acetabular cup. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a 60 yo female patient, initial right hip arthroplasty on an unknown date, underwent a revision procedure on (B)(6) 2023. The patient presented to the surgeon¿s office with pain, stiffness, and dissatisfaction with their right total hip. Upon examination, the patient had an exactech primary total hip implanted. The novation gxl liner was recalled and showed wear. The patient underwent an acetabular poly liner swap and a femoral head swap. They were revised to exactech¿s devices. The event was not related to any device breakages. There was an undetermined surgical delay due to the surgeon having difficulty inserting a new poly liner, with no adverse events as a result. The patient was last known to be in stable condition following the event. No patient history/comorbidities or x-ray imaging provided. No device returns anticipated due to the hospital discarded the implants. Device images were provided. No further information. Concomitants: 36mm +0 biolox delta head. Size 6 alteon stem. 52mm acetabular cup.